Manufacturer narrative:
Additional info has been requested. Device was removed and replaced with another device. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
During im nailing of a hip fracture with a trochanteric fixation nail, it was noted after placing the nail that the internal locking mechanism on the nail had migrated down into the locked position. While placing the helical blade through the nail, the helical blade hit the locking mechanism, causing it to break. The surgeon had difficulty removing the nail and helical blade, as the two devices were stuck together. The nail and helical blade were removed and replaced. A piece of the locking mechanism from the nail was left inside the proximal femur bone. Procedure was extended by an additional hour. This is the 1st of 2 reports submitted on this event.